Event description:
It was later reported that impedances had been fine in (B)(6) 2013 but when the patient was seen in (B)(6) 2013 the issue was noticed. There were low out of range impedances. The patient¿s two leads in their ventral intermediate nucleus (vim) were very close together. The patient had been seen 2 weeks prior to the date of this report in the clinic. The left vim lead was numbered 8-11. Impedance readings were c/8-3036, c/9-983, c/10-986, c/11-3673, 8/9-3153, 8/10-3118, 8/11-6752, 9/10-31, 9/11-3711 and 10/11-3673. The patient was programmed at c+9-, 2v, 60pw, 130r and therapy impedance was 820 and 2.791. There were no falls or traumas. The patient had a botox injection in (B)(6) 2013. The patient¿s right leg weakness had been exacerbated. The patient had been at the same contacts for 1.5 years prior to the date of this report. It was noted that they were labeled left vim for (B)(6) 2012 and the right vim for (B)(6) 2011. Low impedances had not resolved. The cause of the impedance was unknown and it was unknown if it was device related. The short had been noticed at recent programming visit on the newest deep brain stimulator vim lead. It had started between (B)(6) 2013 and (B)(6) 2013 but had been noticed on (B)(6) 2014. No further troubleshooting, interventions or other actions had been taken but they could consider x-rays, (B)(6) 2014. Patient outcome was unknown. Since #9 was being used on that lead programming was changed to c+8- so they would not ¿recruit¿ #10. The patient was having more right leg weakness than her baseline since 2013.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v829968, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# va01uj1, implanted: (B)(6) 2012, product type: lead. (B)(4).